Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was intermittently leaking from the septum. Reportedly, the customer loaded new cartridges to address the issue. There was no impact to the customer's blood glucose level.